Event description:
Pt was treated with a reusable applicator. Physician noted difficulty maintaining temperature during the treatment. During post mea laparoscopic sterilization, fundal uterine perforation and bowel injury noted. Resection of the bowel performed.

Manufacturer narrative:
MFR date: 02/2004. The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea's system treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present.